Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified right anterior tibial artery. A 4.0mm x 220mm x150cm coyote balloon catheter was advanced for dilation. However during the first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications and injury were reported.